Event description:
According to the reporter: the instrument did not fire completely. Only two rows of staples were placed instead of the three rows. Small bowel leak was noted. The surgeon used manual suturing to resolve the issue. No further complication was reported. Procedure: lap colon.